Event description:
The account alleged that the head is stuck in the raised position and will not lower. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.